Manufacturer narrative:
The affected julian was manufactured in 1997. After the event, the device was checked by a draeger service technician who determined that a failure of the power supply was the root cause for the reported event. Based on the given information it was concluded that the julian detected the failure of the power supply and reacted as specified for this situation by generating a corresponding alarm. The number of similar cases is within the expected range of the respective risk assessment and thus accepted. The power supply is no longer available as a spare part. Thus, this 20 year old device will have to be replaced.

Event description:
It was reported that the device displayed an internal failure during use and that automatic ventilation was no longer possible. The patient was ventilated manually and the case was finished as planned. There was no injury reported.